Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report "[nc]", and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information 1 of the 2 anchors were broken when removing from packaging. Second sling opened and was fine.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the dynamic anchor was detached from the tensioner and not returned. The tines of the static anchor were straight indicating that the sling was not implanted, however, blood residue was noted on the sling. Based on the information received and review of the returned components, reported complaint appears to be an out of box issue. The contract manufacturer was notified for further investigation. The contract manufacturer (supplier) investigation concludes that there were no abnormalities identified in the production documentation, and devices from the affected lot were manufactured and released in accordance with specifications. Additionally, no complaint trends were identified for this lot. The contract manufacturer noted a potential contributing factor related to handling during removal from the die card, where excessive force may cause the dynamic anchor to inadvertently disengage from the tensioner. As a definitive root cause could not be confirmed, this failure mode will continue to be monitored through routine management review and post-market surveillance activities to assess for any emerging complaint trends.

Event description:
According to the available information 1 of the 2 anchors were broken when removing from packaging. Second sling opened and was fine.